Event description:
It was reported that the device would not open, but was not used on a pt. It was later reported that the device was jammed while on a vessel. There was no pt injury.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon eval, it was found that the jaws were able to fully open and close as intended and the main handle was able to latch and unlatch, but the blade trigger was not able to actuate. The blade could not be extended. The device passed all electrical testing. The device history record was reviewed and no discrepancies were noted. As each device is functionally tested prior to release, no conclusion could be made as to what may have caused the reported event.